Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of cloudy effluent in a patient, coincident with extraneal viaflex, physioneal 35, and nutrineal pd4 therapies for peritoneal dialysis (pd). On (B)(6) 2012, nutrineal pd4 therapy was permanently discontinued. On (B)(6) 2012, extraneal therapy was subsequently discontinued. Physioneal therapy was ongoing. On (B)(6) 2012, the physician stated that the patient experienced cloudy effluent and was hospitalized on the same date. The cause of the event was not reported. Treatment included vancomycin and tobramycin. Pd therapy was changed to two exchange of physioneal 35 1.36% (4 l), 1 exchange of physioneal 35 2.27% (2 l) and 1 exchange of extraneal (2l). On (B)(6) 2012, the patient experienced a repeated cloudy effluent. Extraneal was subsequently discontinued. Vancomycin and tobramycin continued until (B)(6) 2012. At the time of this report, the patient had not yet recovered from the events. An opinion of causality was not reported for the event of cloudy effluent and subsequent peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). Updated to coincide with follow up information. Follow up information was received from the nurse. On (B)(4) 2012, the patient went to the hospital but was not hospitalized at that time, as previously reported. On (B)(4) 2012, the patient was hospitalized. On (B)(4) 2012, the patient was discharged from the hospital. Remedial treatment included tobramycin, vancomycin and fortam. At the time of this report the patient was asymptomatic and the effluent was clear. On an unreported date the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.